Event description:
It was reported that this pacemaker reverted to safety mode. The patient was admitted to the hospital for device replacement. Surgical intervention was undertaken. The device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. It is unknown if the device was discarded or if the device will be returned as a boston scientific company representative was not present for the device replacement procedure. If the product is returned, analysis will be performed and this report would be updated at that time.